Event description:
The pt reportedly experienced decrease in performance and intermittency, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt device has been scheduled.